Event description:
It was reported that this brady lead was requested for system information to proceed in extraction due to vein occlusion. As of this time, this brady lead remains in service. No adverse patient effects were reported.